Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that a thin bristle-like metal foreign body was identified. The foreign object was removed intact. A confirmatory abdominal and pelvic x-ray was performed to assess for any residual or remaining foreign body. The procedure was completed as planned. Intuitive followed up with the customer and received the following additional information: the instrument was inspected prior to use, with no damage noted. The instrument was inspected when the foreign body was recovered, with no damage found. There were no issues with the instrument's functionality. The instrument did not have any collisions during the procedure. Upon final removal of the instrument no damage was found. The foreign body was retrieved with a laparoscopic procedure. Only one fragment was discovered. Additional surgery was not required. An x-ray was performed before the patient leaving the room. The procedure was completed robotically. There was no injury to the patient. The patient has not returned due to complications. The scissor tip cover was removed and discarded prior to the instrument being reprocessed and sent back to intuitive. The fragment was sent to pathology as a "removed foreign object".

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was returned for failure analysis. The instrument was found to have a frayed grip cable at the distal end. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. Some bundles of the cable were frayed, but the cable was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormally sharp edges nor damage that would have contributed to the cable fraying.